Manufacturer narrative:
Customer reported that while the nebulizer powers on, it fails to deliver medication, preventing her from receiving the intended treatment. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer reported that while the nebulizer powers on, it fails to deliver medication, preventing her from receiving the intended treatment.